Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was sounding an ascending 3 tone alert repeatedly and the screen was lighting up. During trouble shooting with tandem technical support the issue was resolved. Blood glucose was not impacted. Tandem technical support made multiple attempts to follow up with customer and was not successful.